Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 6 episodes with v-v intervals less than 220 milliseconds between (B)(6) 2016 and (B)(6) 2016. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance was steady at approximately 562 ohms through (B)(6) 2016 and spiked to 855 ohms by (B)(6) 20162 and 988 ohms by (B)(6) 2016. Finally, analysis of the device memory noted that the criteria for the right ventricular lead integrity alert were met. The lead failure predictor was triggered on (B)(6) 2016 for v-sics (ventricular sensing integrity counter) and nsts (non sustainable tachycardia). This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Event description:
It was reported that there was a toned alert due to a warning on the right ventricular (rv) lead. The lead was found to have high impedance with some high impedance spike. The lead was oversensing with noise and high rate non-sustained ventricular tachycardia (nsvt). The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.